Event description:
It was reported that during a percutaneous coronary intervention procedure, the rca was "shredded". The lesion being treated was located in the very calcified and tortuous right coronary artery (rca). The al. 75 runway guide catheter was advanced to the ostium of the vessel and upon the first injection of contrast "shredded the rca into the aorta". The physician was able to stent the rca with unspecified taxus and liberte stents, the sizes are unk. A pericardiocentesis was also performed. The physician noted that the aorta "sealed itself pretty well". The physician indicated that a CT procedure was planned. No further pt complications were reported. The pt's condition was reported as "stable". Additional info has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.